Event description:
The physician had two coils in the aneurysm and wanted to put in another. The px400 microcatheter was pushed back out of the aneurysm so the physician repositioned the catheter and attempted to push it over the coil 400 into the aneurysm. While coming back with the px400 microcatheter, the physician noticed that the coil wasn't giving any feedback. He drew back the pusher assembly softly and saw that the coil was no longer connected. Approximately half of the coil, about 10cm, was out of the aneurysm. An attempt was made to retrieve and remove the coil with an alligator device but was unsuccessful. The physician needed an additional two hours to get this part of coil secured in the vessel with two stents. At the end of the case, the patient was doing well with good collateralization and the occlusive impact of the coil in the vessel lumen did not cause stroke and there were no neurological defects.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device, the root cause of the issue cannot be determined. Another manufacturer's device received

Manufacturer narrative:
Conclusion: the hospital returned a device used during the case however, the returned device was not the penumbra device associated with the complaint and is not a device manufactured by penumbra. Therefore, no conclusions can be drawn. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.